Event description:
The customer received a questionable phosphorus result for one patient sample. The initial result was 12.6 mg/dl with a data flag. This was sampled from a cup processed through the modular preanalytic (mpa). This result was released to the physician who called questioning the result. The customer pulled the primary tube and repeated it on the same analyzer and the result was 1.8 mg/dl with a data flag. A corrected report was issued at that time. The customer stated the patient was not harmed in any way. The phosphorus reagent lot number was 65519301 with an expiration date of 03/31/2013. The field service representative determined there was an optical failure, the photometer optics were dirty and the bath windows were dirty. He replaced the optical bath windows, cut rate filter, r2 probe drive assembly, sampling tubings, fittings and connectors for the r1, r2, and sampling mechanisms. To verify the analyzer operation, he performed precisions and verified results were within guidelines. The customer calibrated, ran controls and verified results were in customer's ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results - the field service representative determined there was an optical failure, the photometer optics were dirty and the bath windows are dirty.